Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified one opening curved on the radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified one opening crease sharp on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease sharp opening on the radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.